Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed the ilet pump was not dosing and could not see meal announcements, while device data showed frequent pausing and that the pump had been turned off without use of backup insulin, resulting in persistent, elevated sensor glucose up to 326 mg/dl; after the pump was turned on and reports synced, meal announcements were visible and dosing functionality education was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy. Investigation included communication and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem found, with a usage problem identified related to improper procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.